Event description:
Patient reported her pump was alarming for downstream occlusion alarm. The patient just changed the cassette. Per patient it's all clear for kinks, closed claps or air bubbles; patient mentioned that she just cleaned the sensor and acknowledged the alarm, the pump stopped alarming and now it's delivering medication, and confirmed infusion rate with the patient 2.9 ml/hr. No additional information or details available. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, did we replace the device? Yes, did the patient have a backup device they were able to switch to? No; what troubleshooting was completed? Yes- advised the patient to check for kinks, closed claps or air bubbles; did pt experience missed doses/interruption in therapy? Yes-as above; what is the outcome of the event? No; pt was unable to provide serial number. Diagnosis for use: pulmonary arterial hypertension.